Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The physician reported the patient experienced retroperitoneal hemorrhage at the end of the deep femoral artery. Catheter embolization was performed to treat the bleed.